Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided. Remains implanted.

Event description:
It was reported that the patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2015. During post-operative monitoring, erysipelas was noted on an unknown date in 2016. The event was resolved on (B)(6) 2016 with medication.